Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), dilated left atrium and restricted leaflet for a mitraclip procedure. During the procedure, establish final arm angle (efaa) was failed. Troubleshooting steps were performed but was unsuccessful. Clip was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.